Manufacturer narrative:
The device was received for evaluation. The device underwent visual inspection, and the pump door cover was observed damaged. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the machine being ¿dropped¿. To resolve the condition, the pump door was replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the pump door cover of an exacta-mix 600 compounder was found damaged due to being dropped. There was no patient involvement. No additional information is available.